Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment and believed that reservoir broke. Customer's blood glucose was 429 mg/dl. Customer reported of receiving a no delivery alarm. Insulin pump passed self-test. Customer was advised to monitor insulin pump.